Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, difficult or delayed positioning, or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation and difficult or delayed positioning are related to a combination of challenging patient anatomy (persistent eustachian valve, four leaflets) and procedural conditions (poor imaging). The reported poor imaging is related to procedural conditions (difficult imaging with multiple modalities). The reported tricuspid regurgitation is a cascading event of the tricuspid regurgitation. The reported patient effect of tricuspid regurgitation, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation, persistent eustachian valve and four leaflets for a triclip procedure. During the procedure, first triclip was implanted on medial side of anterior and septal leaflet and it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the septal leaflet. Second triclip was implanted on the central side of anterior and septal leaflet, and it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the septal leaflet. Imaging was difficult. The final tr was grade 4+. There were no adverse patient effects or clinically significant delays reported.